Event description:
It was reported that iab was inserted in 2006. On 4/5/2006, blood was noted in tubing and iabp shut off. Iab was removed. A re-insertion was not required. There were no associated patient complications.